Manufacturer narrative:
(B)(4). A visual evaluation of the returned device found the basket to be open/extended and the full length of the side car-rx was torn. Further evaluation also revealed that the side car-rx presented pushback out of specification. The evaluation concluded that the condition of the returned unit was consistent with the complaint incident that the side car-rx was torn. Additionally, the side car-rx presented pushback out of specification. According to the reported event, the device damage was noticed after the device was used to crush a stone. The complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedure factors encountered during the procedure performance was limited, therefore, the most probable root cause is ¿operational context.¿ a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the trapezoid¿ basket was used to crush the stone twice. However, upon reinserting the basket into the biliary tract, it was noticed that the distal tip of the side car-rx (guidewire port) was torn. As a result, the device failed to insert via the guidewire. The procedure was completed with a different device.